Event description:
A caller reported the customer received a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and subsequently lost consciousness. The customer was treated with glucose injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed with the sensor patch. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was unable to be reprogrammed due to an error message however, the sensor was reprogrammed and activated using different software. A sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and subsequently lost consciousness. The customer was treated with glucose injection by a third-party. There was no report of death or permanent injury associated with this event.